Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of broken sockets, it was noted that both output connectors were broken. The incoming inspection failed due to main board misalignment (part of the test equipment). Final testing revealed no anomalies and the repair limitations are limited to replacement of the connectors. (B)(4).

Event description:
It was reported that the external pulse generator had broken connector sockets. The generator was returned for service. No patient complications have been reported as a result of this event.